Manufacturer narrative:
(B)(4) reviewed and low pump flow noted and the flow is below required flow for the rest of the running time. Complaint pump not returned for investigation. Root cause can not be determine. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patients had low pump flows and bleeding. It was also reported that within 10 minutes of starting the pump, the flow dropped to ~2.0 on p-9 and suction alarm sounded. Trouble shooting confirmed no clot, the p-levels were dropped, however the suction alarm was continuous for almost 2 days until the pump was removed. Prior to pump removal the patient continued to have oozing from all access sites. Oozing from impella site much improved with fem stop in place and they decreased purge heparin. The patient was successfully weaned off of support.